Manufacturer narrative:
A qualified field service engineer evaluated the system and resolved the issue by replacing the image acquisition module pcba. No further similar problems have been reported for this system. The removed acquisition module was returned and evaluated by philips r&d engineering as part of the complaint investigation. The module was connected to an ultrasound test bed and subjected to a series of test procedures. Engineering was unable to reproduce the reported error message and no failures or abnormalities were observed. The evaluation found no evidence of non-conforming material or any design anomaly that would warrant further action.

Event description:
A customer reported a 005-error message occurred when using a tee probe with their epiq cvx ultrasound system during a cardiac procedure. The ultrasound system and transducer were exchanged to complete the procedure. There was no patient or user harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.